Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind and displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Device alarmed unexpected restart and loss of memory after battery change due to faulty connector on mother board. Device received with corroded battery tube. Device received missing display window, cracked case at display window corners, broken reservoir tube lip, missing o-ring (reservoir tube), broken battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call that the device was damaged at the reservoir and battery compartment. Some pieces were missing. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.